Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 9184244, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that only the device packaging and product details were available. The photo did not show the actual device or the reported defect. Based off the provided photo the engineer was unable to verify the reported defect. For a more thorough investigation either a physical sample will need to be returned or a photograph of the device will need to be provided. Since no defects could be identified in the provided photo the engineer was unable to verify the reported defect.

Event description:
It was reported that the bd insyte¿ IV catheter experienced a damaged catheter tip. The following information was provided by the initial reporter: chemotherapy nursing assistant is observed when removing the insyte 24 ga catheter shield, the catheter detaches from the needle and tightening it again, breaks it at the tip. It was not used with a patient.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ IV catheter experienced a damaged catheter tip. The following information was provided by the initial reporter: chemotherapy nursing assistant is observed when removing the insyte 24 ga catheter shield, the catheter detaches from the needle and tightening it again, breaks it at the tip. It was not used with a patient.